Manufacturer narrative:
The device was returned and the evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming units (cfus) per 100ml of staphylococcus haemolyticus were detected, 1 cfu per 100ml and less than 1 cfu per 100ml of revivable microorganisms resulted. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for greater than 1000 colony forming units (cfus) of serratia marcescens, and 1 cfu or environmental saprophytic flora. The duodenovideoscope also tested positive for 4 cfu of environmental saprophytic flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds), microbiological test results, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: all channels, cfu: 1cfu/endoscope, bacterial identification: staphylococcus haemolyticus. Sampling date: (B)(6) 2024, sampling from: distal end, cfu: <1cfu/endoscope, bacterial identification: n/a. Bacteria were detected in culture test performed by the third-party labs which result provided by service business center. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.